Event description:
Initial (28-nov-2022): this serious medical device incident received via email refers to a female consumer who was activating the compound w nitrofreeze for an unknown indication. Upon initial use, while pressing down for 2 seconds the contents of the product expelled causing the cap to "blow off." The consumer reports the product began to smoke and created a "long freezer like icicle hanging from it." Three attempts were made to obtain additional information (28-nov-2022, 01-dec-2022, 06-dec-2022) with no response from the consumer. Meddra version 25.0. Expectedness: device malfunction according to the company reference safety information.